Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of crimping near the catheter hub was confirmed, but the exact cause could not be determined from the sample analysis. One 20g x 2.25¿ accucath catheter was returned for investigation. The catheter was received in separate from the deployment system and exhibited evidence of use. The extension set was attached to the pink hub of the accucath catheter and what appeared to be blood residue was observed within pink hub. A microscopic examination of the sample revealed kinks and folds in a 0.5¿ segment of catheter tubing just distal to the purple strain relief sleeve. A functional test revealed no leaks in the catheter. The wall thickness of the tubing was within specification. No damage associated with the manufacturing process was noted on the returned sample. While the reported event was confirmed, the observable features of the sample did not contain enough information to identify a specific root cause of the reported event. Potential contributing factors of the observed damage includes securement technique, location of the insertion site, and patient movement. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "IV team experienced the accucath ace crimping near the catheter hub upon insertion. No resistance was felt and the guidewire was undamaged after insertion."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of crimping near the catheter hub was confirmed, but the exact cause could not be determined from the sample analysis. One 20g x 2.25¿ accucath catheter was returned for investigation. The catheter was received in separate from the deployment system and exhibited evidence of use. The extension set was attached to the pink hub of the accucath catheter and what appeared to be blood residue was observed within pink hub. A microscopic examination of the sample revealed kinks and folds in a 0.5¿ segment of catheter tubing just distal to the purple strain relief sleeve. A functional test revealed no leaks in the catheter. The wall thickness of the tubing was within specification. No damage associated with the manufacturing process was noted on the returned sample. While the reported event was confirmed, the observable features of the sample did not contain enough information to identify a specific root cause of the reported event. Potential contributing factors of the observed damage includes securement technique, location of the insertion site, and patient movement. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "IV team experienced the accucath ace crimping near the catheter hub upon insertion. No resistance was felt and the guidewire was undamaged after insertion."

Event description:
It was reported "IV team experienced the accucath ace crimping near the catheter hub upon insertion. No resistance was felt and the guidewire was undamaged after insertion."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft4605 showed no other similar product complaint(s) from this lot number.